Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered seven shocks for an unknow arrhythmia suspected to be likely inappropriate therapy delivery. Further patient inqueries were address by technical services (ts). This device remains in service. No additional adverse patient effects were reported.